Manufacturer narrative:
(B)(4). Corrected data: device manufacture date is 6/7/2018. Investigation summary: the analysis results of the el5ml device found that it was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be broken off and 9 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the packaging process - [(B)(4)].

Event description:
User facility medwatch.